Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal reference#: (B)(4).

Event description:
It was reported that post endometrial ablation, the patient cavity was viewed via hysteroscopy and no perforation was noted. At laparoscopy for tubal ligation, two areas of full thickness burns to the uterus were seen. The doctor saw the patient the next day and she is doing well.